Manufacturer narrative:
Ge healthcare technical support was contacted regarding this issue. It was suggested to clean and reassemble the absorber components and consider moving the system to another room in case there is an influence on case load / types/ staff and their technique. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on october 18, 2017. The FDA report number for this recall is z-0579-2018. The customer contact reported there is no patient information available. Unique device identifier - (B)(4).

Event description:
The hospital reported elevated co2 readings. There was no report of patient injury.

Manufacturer narrative:
After review by ge healthcare product engineering, it was determined that this event is not related to recall report number z-0579-2018 as previously reported.